Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR reviewed: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed: the packaged stock product is not applicable for review since no defect or non-conformity observed from returned product. Returned sample the implant was returned but not in original package. The part was visually inspected and verified to be a hahn tapered implant 7.0 mm x 11.5mm using the radiographic template. Complaint investigator measured the critical parameters against DHR and found no deviation. There was no defect or non-conformity observed. Root cause: "failureto osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes mentioned below. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration.

Manufacturer narrative:
Follow-up attempts were made to obtain the required information; however, the information had not been provided. Additional follow-up attempt will be made to obtain information. The device was received and the evaluation is anticipated. Once the investigation is complete or new information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a hahn tapered implant failed to osseointegrate and was removed due to infection. The implant was removed approximately 3 months after the procedure was performed.